Manufacturer narrative:
Due to characterization limit, below field are added from e1- event site full name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, when cardiosave intra aortic balloon pump was turned on, the iabp safety disk had expired and faults such as high temperature alarm there was no patient involvement.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the safety disk and filters were replaced. After replacing the accessories, no faults have occurred and it is in normal use. The safety disk had expired. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported that during routine inspection, when the cardiosave intra aortic balloon pump was turned on, the automatic inflation failed, the high temperature alarm and other faults required maintenance. There was no patient involvement.